Manufacturer narrative:
Initial reporter state- (B)(6).

Event description:
It was reported that a balloon rupture occurred. (B)(4). After decompression, the device was removed from the body and the procedure was completed using another device of a different model. There were no patient complications reported and the patient was in good condition following the procedure.